Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump has a history anomaly. The customer states that when she looks at the history the dates are wrong. No additional information was provided.